Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced elevated glucose levels up to 350 mg/dl associated with leaking infusion sites and failure of two cassettes to prime insulin into the tubing. The patient resolved the issue after replacing the cassette, infusion set tubing, and infusion site, and managed glucose levels with an external insulin injection. There was patient involvement and no reported patient injury.